Manufacturer narrative:
At this time, the hospital has possession of this lead. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited intermittent pacing impedance measurements of greater than 2000 ohms. No noise was noted on the lead and other lead measurements were within normal limits. A lead fracture was noted, but not confirmed. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.